Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 63 found on (B)(6) 2021. Pump passed displacement test. Pump error 63 alarmed during self test. Pump successfully downloaded to thus. Pump error 63 alarm (variable 03) confirmed in the history file [ (B)(6) 2021 at 14:15, and 7:30 ] due to a broken trace and loose solder joint u1 pin6 on keypad assembly. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, missing display window/cover, keypad overlay texture damage and retainer knit line damage. In summary, customers alleged pump error 63 was confirmed in the history files and through visual inspection where a broken trace and loose solder joint was found on the u1 pin 6 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.